Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper in the bd syringe with luer-lok¿ tip was "too tight" before use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the rubber stopper is too tight for bolus injection."